Manufacturer narrative:
Per t:slim g4 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 60-69 mg/dl. Customer went to the emergency room and was admitted to the hospital. Intravenous glucose was administered. Low bg was resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. Customer alleged low bg was due to not consuming carbohydrates and being unaware of bg level due to a 15 minute loss of connection between the transmitter and pump. Reportedly, the transmitter was not being worn within line of sight of the pump. Customer moved the pump and transmitter within line of sight and connection resumed. Customer changed the pump supplies and resumed pump therapy without any issues.